Event description:
Reportable based on device analysis completed on 10apr2025. It was reported that the coil would not advance out in the catheter. The target lesion was located in the splenic artery. An 8mm x 20cm interlock-35 was selected for use. However, during the procedure, it was noted that the coil stopped at the tip of the catheter and would not advance out. When attempting to withdraw, the coil 'unwound' and had to pull the entire catheter and coil together. There were no patient complications as a result of this event. However, device analysis revealed the arm coil was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil and the delivery wire were returned with a non-boston scientific (bsc) catheter. The delivery wire returned stuck inside the non-bsc catheter. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm coil was detached. The delivery wire was damaged at the wire arm section. Dimensional inspection of the main coil and delivery wire revealed the components were within specifications. No other issues were identified during the product analysis.